Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device was no longer firing. It was reported that when the trigger was pulled only a clicking sound occurred and the unit did not activate and fire. It was reported that the handpiece device was tried with multiple batteries to rule out a dead battery. During in-house engineering evaluation it was observed that the device had a sticky trigger. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and reported condition that the device was no longer firing, and when the trigger was pulled only a clicking sound occurred and the unit did not activate, and fire was confirmed. An assessment was performed, and it was determined that the device did pass visual inspection. During the assessment of the device, it was observed that the trigger was found to be difficult to press/depress, consistent with lack of lubricant. The impactor trigger was lubricated per the instructions for use (IFU), and the trigger was able to press/depress without difficulty. It was further determined that the impactor did not operate. This was considered due to normal wear due to general tool degradation. It was determined that the most probable cause for the found defects were due to improper maintenance by the user and normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: upon further evaluation, it was found that the device failed the following pre-repair diagnostic assessments: impactor operation assessment, intermittent test assessment, and final assessment. This information does not change the root cause for the found defects of improper maintenance by the user and normal wear.